Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a male patient in his 60's, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the activity log was received. Review of the log observed a successful 30j test performed with paddles at the start of the case. The user attempts to shock with the paddles in the log but does not deliver energy due to a poor pad contact message. The user presses the shock button two more times successfully delivering energy on the third shock with a very large impedance difference between the patient impedance and the defib impedance (141 ohms). The user attempts to shock again and is prompted with a poor pad contact message and does not deliver energy. They press the paddle shock button three times including pressing the button on the front panel which prompts the device to tell the user to use the paddle discharge button. Based off the log it appears the user was unable to discharge due to poor coupling. There are many reasons for poor coupling to occur including poor patient prep, not enough force applied with the paddles, or improper paddle placement on the patient. The r series operator's in the section defibrillator output energy, states, an adequate amount of electrolyte gel must be applied to the paddles and a force of 10. To 12 kilograms (22 to 26.4 pounds) must be applied to each paddle to minimize this impedance. The device and paddles are currently not expected to return to zoll as the customer is asking for a log review of the event. This report has been attributed to poor coupling of the electrode pads to the patient?s skin. Analysis of reports of this type has not identified an increase in trend.